Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during a bolus and basal attempt. Customer's blood glucose level is 497 mg/dl. Troubleshooting for the no delivery alarm during basal/bolus/fixed prime was performed. Customer advised that troubleshooting was successful and there was no alarm message during manual prime. Customer was advised to call back to perform the high pressure test.